Event description:
It was reported the screwdriver bit broke off at the tip when screwing in an asnismicro screw 2.0mm inside the situs. It remains unknown at this time whether remnants of the broken bit remain in the surgical site. No adverse consequence or clinically significant surgical delay were reported. Additional information received ((B)(6)2021) indicate that no debris were left in the patient's body.

Manufacturer narrative:
Please note corrections/updates to sections b5 and h6 (clinical signs code). The reported event could be confirmed, since the tip of the screwdriver is broken off as complained. The device inspection revealed the following: the visual inspection has shown that the tip of the screwdriver is broken off, no fragments were returned for evaluation. The breakage surface of the device shows relatively smooth surface without any great abrupt features; however, the breakage is slightly uneven. Absence of plastic deformation indicates that the breakage was instantaneous (brittle fracture) due to high torsional and bending overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The breakage shows typical signs of torsional and bending overload applied on the screwdriver during the surgery. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the screwdriver bit broke off at the tip when screwing in an asnismicro screw 2.0mm inside the situs. It remains unknown at this time whether remnants of the broken bit remain in the surgical site. No adverse consequence or clinically significant surgical delay were reported.